Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient with preoperative diagnosis for spinal canal stenosis. Procedure performed was olif. Patent has a medical history of alcoholic liver disease. Allergic to shrimp/crab. It was reported that the implant was backed out. Implant placement was performed on may 31, and a backout of the implantation was found during the second period of the operation (june 7). There were no problems when the x-ray was taken on june 2. A backout was detected during the pre-operative setting (after anesthesia was induced on the patient) at the time of posterior fixation using the pps on june 7. The operation went as scheduled, but a report will be received on whether or not there were any other complications at a later date. Implant remains in service. There was a delay of less than 60 minutes. No complications or symptoms were reported.

Manufacturer narrative:
H6 - device was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.